Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - pump and purge failure alarms when put on pt. Findings/action taken: replaced pneumatic control switch (pcs) assembly. Preventative maintenance was performed. A different pump was put on the pt. Approximate delay was 10 minutes. There was no report of pt death, complications, injury or medical/surgical intervention required. No harm to pt. The pump is back in service. Additional info received (B)(4) 2014 from the field service rep stated that the second pump was a datascope pump that they own.